Manufacturer narrative:
The received device had the cannula assembly not deployed and the adhesive pad with adhesive liner attached to the pod. No evidence was found that would result in skin irritation occurring at the infusion site; a root cause for the reported event could not be determined. Post-use damages were observed to multiple device components, preventing an investigation from being attempted for the reported failure of the needle to retract; a root cause for the failure to retract the needle could not be determined. Damages to the pcb assembly prevented the device data from being downloaded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.